Manufacturer narrative:
Correction in h.6. (FDA health impact codes and FDA product codes). Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo and video was returned. 2 photos provided showing implanted intraocular lenses (iols). One photo shows a long line/ mark over the iol optic. The second photo shows what appear to be a mark over the iol optic. No determination can be made if the observed marks are foreign material or damage to the iol surface. Video shows implanted iol. Preparation of the device and the lens is not provided. The video begins when the iol is already implanted. A mark/line is visible over the iol optic. With additional instrumentation the observed mark is removed from posterior surface of the iol confirming it's a foreign material. Based on our observation of the attached photo, mark/ line is visible on the optic edge. Video review confirms that the observed mark is foreign material. No samples are returned for evaluation therefore no identification of the observed material can be made. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnwtt3-t6 that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Returned photos show an implanted intraocular lens (iol). There appears to be a line/mark on the optic. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnwtt3-t6 that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
An assistant nurse manager reported that during cataract surgery with intraocular lens (iol) implantation, foreign material was seen under the lens after lens insertion during viscoelastic removal. It looked like plastic or lens material. Additional information was received, a scratch/defect was visible. The foreign material was removed through irrigation and aspiration during same procedure.